Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. There was foreign material on the distal end and the probe cover. Based on the results of the investigation, olympus confirmed the presence of histoacryl. There is a possibility that the release point was mistaken when injecting the medical adhesive. It should be noted that the user independently uses medical adhesives, and olympus has not verified the removal of medical adhesives through reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the videoscope was clogged when using histoacryl. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.